Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary preliminary and functional testing revealed low battery voltage and eri (elective replacement indicators) parameters. Further analysis confirmed the device had high, unstable current drain. The cause of the high current drain was a leaky ceramic capacitor.

Event description:
Asku